Event description:
Insulation separated during breast reconstruction, exposing the underlying hot metal. (There is a gray part of the shaft and a blue part of the shaft that meet and the insulation separated at the point where the two materials should be bonded together.) Patient suffered a small superficial burn to the left breast. The burned tissue was excised out during surgery. Other product was pulled from the shelf with different lot numbers and insulation casing noted to separate easily. All products were removed. An investigation request submitted to health trust. Case number (B)(4).